Manufacturer narrative:
Review of records found one prior complaint from this patient in which an external component was replaced and the issue appeared to have been resolved. No other records were found of any allegation of system or component failure. Per the explanting physician, the patient complaints began after significant weight loss and the patient was also exhibiting some psychiatric symptoms at the time of requesting an explant and the physician felt that some of the patient's discomfort was psychosomatic rather than being caused by the device.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 after a successful trial phase. After having the nalu system implanted, the physician reported that the patient sustained a significant weight loss and subsequently felt that the implanted system was causing discomfort. Patient requested to have the system removed. A full system explant was performed on (B)(6) 2024. The firm was not notified ahead of the procedure and thus was unable to be present to obtain the explanted device.